Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log. The device's main board was replaced to address the issue. Prior to identifying the issue described in (B)(4), complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in (B)(4) was necessary to reassess reportability. Upon this further assessment, these complaints are being reported. Has context menu.